Manufacturer narrative:
Correction: the initial MDR is corrected to (B)(4)2019. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a amia cassette leaked; further described as, during set up for automated peritoneal dialysis (pd) therapy, the home patient (hp) received a cassette test failure alarm. As a result, the hp opened the door to the amia cycler to remove the cassette and noticed the cassette appeared ¿puffy, was filled with solution, and leaked¿. The exact location of the leak was unknown. The hp was not connected at the time of the event. The hp started over using all new supplies and completed the therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.